Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a backflow of chemo from the secondary to the primary line. The clinician in attendance used "surgical clamps applied to the line above the y-site" to complete the infusion. Further details about the infusion are not available. There is no report of patient harm.

Manufacturer narrative:
The customer complaint of backflow could not be confirmed due to the product not returned for failure investigation.